Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient status post locking reconstruction plate and screw spanning a gap in the patient's jaw on an unknown date experienced the plate breaking. Surgeon wired the patient's jaw on (B)(6)-2012 and returned the patient to the operating room on (B)(6)-2012 removing the plate. Surgeon noted patient grinds his teeth during the night and this may have contributed to the plate breaking.